Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 90% stenosed, 26mm x 25mm, concentric de novo target lesion was located in the non tortuous and non calcified left circumflex. A 2.50 x 28 synergy ii drug-eluting stent was advanced for treatment, however, the proximal stent was deformed. The device was removed and there no patient complications reported.

Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 90% stenosed, 26mm x 25mm, concentric de novo target lesion was located in the non tortuous and non calcified left circumflex. A 2.50 x 28 synergy ii drug-eluting stent was advanced for treatment, however, the proximal stent was deformed. The device was removed and there no patient complications reported. It was further reported the physician decided to finish the procedure without using another device. The patient subsequently died but the physician did not consider the device to have contributed to the patient death. It was further reported that resistance was felt when advancing the device and stent damage was identified. Additionally, the stent did not yet reach the lesion site even the hemostatic valve fully opened to allow easy passage of stent.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 90% stenosed, 26mm x 25mm, concentric de novo target lesion was located in the non tortuous and non calcified left circumflex. A 2.50 x 28 synergy ii drug-eluting stent was advanced for treatment, however, the proximal stent was deformed. The device was removed and there no patient complications reported. It was further reported the physician decided to finish the procedure without using another device. The patient subsequently died but the physician did not consider the device to have contributed to the patient death.